Event description:
Patient presented with swelling and patella ligament knee pain. Upon revising, metallosis was noted. Insert wear noted - superior side, anterior posterior matching the femoral scratching, although not deep enough to feel through glove.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.